Event description:
It was reported that bd insyte autoguard needle did not retract. "When the nursing team attempted to use the 24g peripheral intravenous catheter with a safety device, a problem occurred (the device jammed), and the team was unable to use it."

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.